Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapy/lack of pain control. The catheter was replaced. During the replacement, the catheter was connected to the pump, they aspirated from the sideport, disconnected the catheter, flushed the sideport, reconnected the catheter, reaspirated the catheter, and it flowed much better. The physician was "satisfied with the outcome". The device system was used to delivery morphine (10 mg/ml).